Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump vibration function was "too weak". During troubleshooting with tandem technical support, it was verified that the pump's audible alarm was loud but the customer was unable to feel the vibration of the pump against the skin. Blood glucose level was 343 mg/dl.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.